Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient precleaning which caused excrement to be adhered. Then it became dried and hardened, which was hard to remove. It is suggested that the user facility receive instruction/reinstruction on reprocessing of the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had poor air and water supply. The reported issue occurred during unit inspection. There was no patient/user harm or injury reported due to the event. Upon return and evaluation, it was observed that the air and water supply was not possible due to a clogged nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air and water channel cannot be supplied due to a clogged nozzle. It was also observed that foreign matter was found in the sub water channel. Upon further inspection a foreign object was also found on the forceps plug mouthpiece and tip cover due to insufficient cleaning. It was observed that the bending angle was insufficient due to the elongation of the angle wire. It was also observed that the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was observed that the curved rubber adhesive was missing. It was also observed that the suction cylinder was corroded due to handling. Also, ghosting was observed on the image due to damage on the insertion tube objective lens. Discoloration was observed on the following components due to handling: operation part, the switch box, the up-down knob and, on the right-left knob. Lastly, scratches were observed on the following unit components: tip cover, operation part, operation unit cover, the up-down angle fixing lever, the grip, the universal cord, the scope connector, the scope connector cover and, on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.